Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that after changing out supplies, the customer's blood glucose (bg) level was elevated (300 mg/dl) with extreme ketones. The customer disconnected at the site and delivered a 3 unit test bolus and did not see drops of insulin exiting the tubing. The customer delivered another test bolus of 5 units and drops of insulin were able to be seen from the tubing. The customer took a correction via manual injection. On the morning of the call, the customer experienced a bg level of 44 mg/dl due to over-delivery of insulin via manual injections, in an attempt to avoid ketones. The customer also reported having experienced out of range issues occurring between the transmitter and pump, with no continuous glucose monitor (cgm) sensor readings.

Manufacturer narrative:
.